Event description:
Philips received a complaint by the customer on the v60, indicating that there were touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there were touchscreen issues. The customer stated they were unable to calibrate the touchscreen, and the remote service engineer (rse) recommended replacing the touchscreen. The rse provided the customer with the part number of the touchscreen to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.